Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 14mm longitudinal tear from the proximal to distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The eccentric target lesion was located in a moderately tortuous and mildly calcified vessel. After a non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon the 1st inflation, the balloon ruptured at 14 atmospheres after a duration of 20 seconds. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The eccentric target lesion was located in a moderately tortuous and mildly calcified vessel. After a non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 2.00mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, upon the 1st inflation, the balloon ruptured at 14 atmospheres after a duration of 20 seconds. The procedure was completed with a different device. No patient complications were reported and patient's status was good.